Event description:
Heart catherization was begun. The right system was finished. The first picture of the left system was taken. The pt's blood pressure dropped and the pt began to complain of chest pains. The procedure was stopped and atropine and IV fluids given. Pt stabilized. Case completed with no further complications. No adverse sequelae. Discharged the following day.